Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8562953. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8562953. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9225773. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.

Event description:
It was reported that post fall the patient was experiencing ineffective therapy. Diagnostic imaging revealed migration of one of the drg leads. As a result, surgical intervention may be undertaken to address the issue. It is undetermined which lead had migrated.